Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the holder and needle with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no separation was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion based on evaluation of the photo, the customer¿s indicated failure mode for separation of the holder and needle with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder malfunctioned during use as the needle separated. There was no report of injury or medical intervention needed.